Manufacturer narrative:
The returned valve was patent. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It met the requirements for pressure-flow and preimplantation testing. However, it did not meet the requirements for reflux testing. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak testing due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The instructions for use that accompany the device also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be occluded. According to the report the device was explanted on (B)(6) 2016. The report stated the doctor replaced the device with another device. Reportedly, the patient is under follow-up.